Manufacturer narrative:
(B)(4). The customer reported to have replaced the breath delivery unit (bdu) printed circuit board (pcb). Covidien field service engineer loaded the software only. The ventilator passed all the required testing.

Event description:
It was reported that the ventilator generated an error which rendered the unit inoperable. Patient involvement is unknown but requested.